Event description:
It was reported that during the implant procedure, the atrial lead exhibited unacceptable thresholds and intermittent sensing. The lead was no longer used and replaced. The procedure concluded without any adverse events and the patient was in stable condition at the post-operative follow up. The patient would continue to be monitored with regular follow up.

Manufacturer narrative:
(B)(4).